Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller (serial number: (B)(6)) was confirmed. The system controller returned with damage to the power cables with evidence of fluid ingress, damaged exterior labels, and contamination on the exterior housing. The resistance of the internal wires of the power cables was measured, and it was noted to be slightly elevated due to the observed damage and fluid ingress, but did not cause any alarms or prevent the controller from operating a mock circulatory loop for an extended period of time without issue. The system controller passed all other functional testing as intended. The log files did not show any interruption of controller¿s ability to support the pump as intended due to the observed damage. The root cause of the damage was not able to be determined. The root cause of the reported event of driveline power faults was determined to be due to damage to the modular cable and could not be correlated to the system controller. Additionally it was found during investigation that the system controller returned for analysis with damage to both power cables with evidence of fluid ingress, damaged strain reliefs, ui membrane pcb damage, and contamination on the exterior of the controller the device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. B, and the heartmate 3 lvas patient handbook rev. B, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 6 of the patient handbook addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a driveline power fault. There was visible damage to the modular cable portion of the driveline. The alarm manually cleared, however the site intended on exchanging the modular cable and system controller due the visible damage, and belief the alarm would recur. The site also noted there was visible damage to the system controller. Log file review was requested which confirmed the driveline power faults. The system controller and modular cable were exchanged with no complications. Additional log files were submitted post controller exchange which found no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.